Event description:
It was reported the patient had fallen numerous times and fell today. It was also reported "he went to the doctor yesterday, they put new settings in, and he just had a new deep brain stimulator (dbs) put in on one side only.¿ the new implantable neurostimulator (ins) was on the left side, "the side that isn¿t working with the programmer.¿ it was stated, "he just wasn¿t himself when he left the doctors and this is the third setting he had, and they got his arms to move, but his legs.... He keeps falling down and that¿s been happening with the falls.¿ it was also reported the patient fell yesterday and hit his head. It was noted the patient had problems with the settings and ¿didn¿t have time to finish setting him.¿ it was reported the patient "was pretty good with just one stimulator on, his arm didn¿t move with the other lead not in his head. When they put the lead in his head his arm started moving because it wasn¿t set right, but they fixed it, and now the leg doesn¿t work.¿ when the patient uses the patient programmer on his right side he sees his reading of 3.70v, but when he tries it on the left side he just sees the "on ok,¿ but doesn¿t see a voltage.¿ the patient was able to use the same controller for both stimulators until today. It was noted the patient had two patient programmers, but "they are both saying the same thing, he had three operations so he just has an extra remote, but we are getting the same readings on both of them.¿ additional information: conflicting information was reported, the patient indicated they did not have concerns, however it was also reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. Appoint ment date: (B)(6), 2013. It was also reported the patient was still having concerns regarding the device or therapy, but they were still working with their doctor or manufacturer representative. Refer to manufacturer report # 3007566237-2013-03252 (left side ins).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v813689, implanted: 2012-(B)(6), product type lead, product ID 37085-60, serial# nkn019414v, implanted: 2012-(B)(6), product type extension, product ID neu_unknown_lead, lot# unknown, product type lead, product ID neu_ins_stimulator, serial# unknown, implanted: 2013-(B)(6), product type implantable neurostimulator product ID neu_unknown_prog, lot# unknown, product type programmer, physician. (B)(4).